Event description:
Severe eye infection after using renu with moistureloc. Visited optometrist. Condition improved over the next several days with full recovery after 7 days. Symptoms included: severe sensitivity to light, severe pain in eyes, redness, tearing, burning, trouble sleeping, could not drive, etc. Used acuvue advance 2 week lenses. Lenses were about 1 week old when infection occurred. Optometrist monitored condition and recommended rinsing with genteal tears several times daily which I did over the next several days. We could not determine cause of infection. Infection happened again four mos later, with a fresh pair of contacts after using same bottle of renu moistureloc. Did not go to optometrist, condition was less severe. Later opened a new package of contacts and did not use solution, and had no problems. I have the same bottle of solution if someone would like to test it. Also reported to cdc - they have not contacted me.